Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event. Hsc noted that a customer service engineer (cse) was dispatched to the customer's site and reviewed the service report. The cse checked the instrument. The cse replaced the sample probe assembly and found the dispense port 1 was not holding its prime and there was a backflow. The cse replaced the wash 1 rotary pump. The cse performed dispense checks, correcting the prime issue. The cse performed calibration and quality control (qc), resulting within range. The cause of the discordant, (B)(6) results is due to a wash aspiration. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on patient samples on an advia centaur cp instrument. The initial results were not reported out to the physician(s). The same samples were repeated on the same advia centaur cp instrument, resulting within the patient's expected clinical range. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.